Event description:
It was reported that while using bd bactec¿ fx, instrument bottom, packaged 3 false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. " customer problem: customer reporting false positives alarm on (3) vials in station 1 drawer c. "

Manufacturer narrative:
H.6. Investigation: a complaint of "false positives" was received against instrument bottom bactec fx, material no: 441386, serial no: (B)(6). The complaint is not confirmed because the instrument is working as intended. The root cause is unknown. Review of device history record for instrument serial number: (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 9/18/2012. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Service history review revealed no previous complaints for this issue. No new risks, trends, or hazards were identified. Bd will continue to closely monitor for trends. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na.

Event description:
It was reported that while using bd bactec¿ fx, instrument bottom, packaged 3 false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. "Customer problem: customer reporting false positives alarm on (3) vials in station 1 drawer c."